Manufacturer narrative:
Product investigation summary: one (1) torque limiting attachment 1.2nm (part 03.110.002 / lot 6959) was received for evaluation with complaint category ¿broken: preoperatively.¿ this complaint is confirmed as the returned device was received in three (3) pieces (spring, coupling, and main body). A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument is used to insert variable angle locking screws in plate implantations and proper use and maintenance are addressed in the technique guides. The returned device is multiuse and is used for inserting the distal locking screws during implantation. Per the technique guides, a torque limiter must be used for final tightening. The complaint condition was most likely caused by inattentiveness during sterilization. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; the design did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing location: (B)(4). Manufacturing date: 04.dec.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a torque limiter was found broken before a surgical procedure. The portion of the quick connect, where the screwdriver shaft would fit into, broke off. Both pieces were retrieved. It was found broken in the sterile tray. The patient was not in the room; there was no patient involvement. There was a backup device available. No delay of surgery. This is report 1 of 1 for (B)(4).